Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after 3 years of support, the pt expired due to multi-system organ failure and sepsis. No other information regarding the pt death was provided to the manufacturer; however, an analysis of the explanted device was requested.

Manufacturer narrative:
The explanted device was returned assembled with the percutaneous lead severed approximately 7" from the pump housing and the severed portion of lead was not returned. The inflow conduit and outflow graft were returned attached to their respective pump ports. Examination of the outlet stator revealed a denatured, unstructured deposition surrounding the bearing ball and occluding the blood flow path. The deposition appeared to form in laminated layers, which is indicative of a thrombus that formed over an undetermined period of time while the pump was supporting the pt. The structure of this deposition indicates that it did not develop in the outlet stator. Examination of the inflow graft, outflow graft and inlet stator revealed a soft acute deposition that appeared likely to have developed due to a flow-related issue. The origin of the observed thrombus formations could not be determined. Visual and microscopic examination of the bearings, rotor and blood-contacting surfaces did not reveal any evidence of wear of abnormalities that would have affected pump function or resulted in an interruption in flow. Examination and electrical continuity testing of the returned portion of the percutaneous lead was unremarkable. The pump was cleaned, reassembled and functionally tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the evaluation of the returned device, no device related issues were found. The manufacturer was unable to conclusively determine a link between the reported event and the observed depositions and no conclusion can be made as to the root cause of the reported event. No further information is available. The manufacturer is closing its file on this event.